Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014 short interval counts (sic) were 247 with multiple episodes of lead noise/oversensing. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia) occurred. On (B)(6) 2014, the lia for rv lead pacing impedance of greater than 2500 ohms occurred. Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable. Rv pacing lead impedance was variable from 528 ohms to 1120 ohms.

Event description:
It was reported that the right ventricular (rv) lead had noise and possibly fractured. A new lead was implanted to handle the pace/sense activities and the lead remains in use for the high voltage coils. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg, ICD, implanted: (B)(6) 2008. (B)(4).